Manufacturer narrative:
The reported event of separation failure was not confirmed. Final analysis found no anomaly on the helices. Analysis returned normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the implant procedure of the aveir leadless pacemaker (lp) system, the atrial lp failed to separate from the catheter. The procedure was completed using an alternate lp on (B)(6) 2024. The patient was stable.